Event description:
It was reported that following her pph procedure, she has had leakage of fecal matter that starts in the afternoon. Customer has no complaints of pain and stated that she was happy with the procedure.

Manufacturer narrative:
Date sent: 05/22/2009. Information is unavailable; device was not returned for evaluation.